Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with posterior leaflet flail. One clip was implanted at a2/p2 with no reported issue, reducing mr to grade 1-2. During a post-operational control in early (B)(6) 2022, a single leaflet device attachment (slda) was confirmed. The clip detached from the posterior leaflet, and the mr increased to grade 4. The patient is clinically stable and a re-do procedure is to be considered. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the information reviewed, the reported incomplete coaptation of single leaflet device attachment (slda)) appears to be due to challenging anatomy (flail posterior leaflet-primary chordae rupture). Additionally, mitral valve insufficiency/ regurgitation (mr) is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported mr was due to slda. The reported serious injury/ illness/ impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.